Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance measurements. The lead remains in service. No adverse patient effects were reported.